Event description:
It was reported that the patient presented to the hospital for a system implant procedure. During the procedure, it was noted that the implantable cardioverter defibrillator (ICD) exhibited high pacing impedance, failure to sense, and loss of capture. The physician attempted to clean the lead and plug it back in but the same issue occurred. The ICD was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of high ventricular pacing impedance, failure to sense, and failure to pace were not confirmed by analysis. Final analysis was normal. No anomalies were found.